Manufacturer narrative:
Based on the claim against the product by the customer noting the vision in the right eye of the surgeon side console (ssc) was missing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced high resolution stereo viewer (hrsv) monitor to resolve the issue. The fse also replaced the left hrsv monitor in order to maintain brightness compatibility due to the new monitors being a different type than the original monitors. The system was tested and verified as ready for use. The right hrsv monitor was returned and failure analysis (fa) has finished the device evaluations. Fa was able to reproduce the reported complaint. The monitor was installed and tested in the pca system, and the system started up and failed without video on the display. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. The left hrsv monitor was returned and fa has finished the device evaluations. Fa was not able to reproduce or confirm the reported complaint. The monitor was installed in the pca system and started up without any errors. Ten power cycles were performed without any problems. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted benign hysterectomy surgical procedure the right eye on the surgeon side console (ssc) had no vision. At this time, it is unknown if the surgeon continued using the same ssc or converted to another ssc to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vision in the right eye of the surgeon side console (ssc) was missing. The intuitive surgical, inc. (Isi) technical support engineer (tse) had customer verify vision in the vision side cart (vsc). The customer stated that they could cycle between left and right eye and confirmed they had vision. The tse had customer power cycle the system and verify blue fiber cable but vision in the right eye was still missing. Site said they noted vision was missing before the case but did not think to report issue. The tse advised customer that they could bring in a secondary ssc for the case or proceed with current ssc depending on surgeon's decision. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.